Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level ranging from 58-504 mg/dl. A correction bolus was delivered and the customer consumed carbohydrates to address the bg level. Customer was released from the hospital on (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, the cause of the issue was due to the pump not displaying cgm values for several hours and the control iq software was unable to adjust insulin delivery. System check confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.